Manufacturer narrative:
E1: facility full name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had an image blackout (no image). The issue occurred during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
Updated: b5, d4, d8, h2, h3, h6, h11. The device was returned to olympus for evaluation, and the reported event did not occur. Additional findings found the image flickering due to the charge-coupled-device unit (ccd) failure. Based on historical data, possible causes include electrical problems due to damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuits. Therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No new information has been provided by the customer.